Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failed lead position check. It was also noted that the patient's heart rate went below set programmed parameters on the implantable pulse generator (ipg). Both the ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.